Event description:
Information was received from manufacturer representative regarding a patient who was trialing a system for spinal cord stimulation. It was reported that a trial lead had high impedances. The physician had a difficult time accessing the epidural space and after several attempts, the manufacturer representative felt that he damaged the lead by pushing it into the tuohy needle. It just had high impedances before intraoperative testing, so he simply used another lead. The physician tried a new multi-lead trialing cable as a method of troubleshooting and the issue was resolved at the time of the report. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.